Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling of bronchus during lobectomy, the staples were deployed on tissue but the load did not transect the bronchus, just formed the staple line with no cutting. Surgeon replaced the device to resolve the issue. No patient injury.